Manufacturer narrative:
A4 - weight: 192. A4 - weight units (patient): not provided. B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes had 2 cleo 90 infusion tubing breaks and multiple line blocked events. The patient reports that they were in bed when they got an alarm which they could not recall what it was and noticed their tubing was physically broken in the center of the tubing - not at either end. The patient resolved the issue by changing the infusion set and disposed of the broken tubing. Then, this past sunday, they experienced a line blocked alarm and looked down and saw tubing was broken in the center again. The patient did not retain the broken tubing. One of the event dates provided was on 03-march-2026. The patient changed the tubing and site, but alarm persisted so they changed just the site, but alarm persisted until they changed all supplies cassette and infusion set tubing and site. However, she has continued to get line blocked alarm through the night on current cassette and infusion set which is in a totally new spot on their body and they are ensuring positional blockage is not causing issue. The patient resolved issue by resuming with current cassette and infusion set for now. The event occurred during infusion, and the operator of the device was the lay user/patient. Patient is a white, 53-year-old female, weighing 192. There was no patient injury.